Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: fzx, hxg, htw, mjg. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the working sleeve was completely broken off at two places. The working sleeve is also ripped at one place and the part is completely flattened. The plastic t-handle is ripped from the side to the middle. The review of the material and production documents has shown no signs of deviations from synthes specifications. Unfortunately, the exact cause can no longer be determined. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that the blue t-handle slid off of the working shaft. The working shaft stayed in the pedicle and was very difficult to remove from the pedicle. The removal of the working shaft without the t-handle was only possible by means of flat nose pliers and/or haeger needle holder. This is report 1 of 1 for complaint (B)(4).